Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had an unspecified leakage. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover and on the channel tube. Upon further inspection, it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability did not meet the standard value. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the connecting tube had a dent due to a handling issue. It was also observed that the objective lens had discoloration due to chemical stress. Also, discoloration was observed on the electrical connector due to water leakage caused by water invasion in the device. It was observed that the objective lens had a chip due to a handling issue. It was also observed that the forceps channel port was shaved due to physical stress caused by handling. It was observed that the suction cylinder was shaved due to a handling issue. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, scope connector cover unit, scope connector, protector of the universal cord on the control section side, protector of the universal cord on the scope connector side, universal cord, grip, scope cover, switch 1, lock engagement lever, lock engagement knob, up and down knob, right and left knob, control unit and on the switch box. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. It was unknown if the customer supplies air and water through the nozzle during the precleaning process. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.